Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 03-jun-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 450 mcg/day) via an implantable infusion pump. It was reported that the patient had "signs and symptoms of baclofen withdrawal." A catheter access study was done and there was normal flow. The refill volumes were as expected. The patient's dosage was increased in an attempt to resolve the issue. After the new pump and catheter were implanted on (B)(6) 2018, the patient was able to decreased the dosage back to his normal baseline dose. It was noted the doctor was unsure of what was causing the symptoms, and therefore replaced both the pump and catheter. There were no known environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The pump would be returned for analysis; the catheter had been discarded. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 8731sc lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: 2018-(B)(6) product type catheter h3: the pump was returned and analysis did not fine any significant anomalies. If information is provided in the future, a supplemental report will be issued.